Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first two firings the staple line failed. Buttressing was used with a green load. It is unknown how the case was completed. The patient became sick and showed increased white blood count indicating signs of a leak. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). One surgeon re-op'd the patient post-op day 4/5 where he ended up doing a total gastrectomy. Another surgeon went back in post-op day 2/3 and stented the patient and then when the surgeon in post-op day 2/3 after the stent he found the stomach completely opened up w/ inflamed/frangible tissue and ended up doing the gastrectomy. The gastrectomy required going above the ge junction w/ small bowel and that too leaked but seemed to resolve on its own and after talking w/ the surgeon yesterday it appears the patient is doing fine and hopefully will recover fully. In addition I observed the intra-op photos from the first re-op and could not really make out anything definitive but the surgeon's np did say he could see the distal 1/3 of the staple line appeared to have failed w/ straight "goal post" staples. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.